Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af). Technical services (ts) reviewed the reports and stated that this device was a single chamber ICD. Ts provided an explanation on what occurred during the questioned episode. Ts could not confirm if the therapy was inappropriate or not. The device remains in use. No additional adverse patient effects were reported.